Event description:
It was reported that ventricular r wave sensing dropped to 2-3 mv and the capture threshold increased to 3.75 v, 1.0 ms. X-ray confirmed lead dislodgement. On (B)(6) 2010, the patient underwent a lead revision and upon opening the pocket, the lead was found twisted in a braided fashion, indicative of twiddler's syndrome. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.